Manufacturer narrative:
Eval summary: the reported failure code 810 was confirmed during product eval. Inspection of this pump revealed the failure code 810:11 was caused by a defective air in line printed circuit board (ail pcb). To correct this failure, the ail pcb was replaced. The pump was retested and returned to the customer within spec. This issue is currently being investigated.

Event description:
The facility rep reported a device with a failure code 810. This condition occurred after use. There was no pt injury or medical intervention necessary according to the hospital rep. No additional info is available.